Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure, and the explanted device was not returned as it was disposed by the medical facility. No further information has been obtained despite good faith efforts.